Event description:
It was reported that the patient¿s prior pump got infected. The pump was used to infuse an unknown type of drug at the time of event; however the patient¿s therapy was indicated as intrathecal baclofen (itb). No interventions, outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).